Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During a procedure the 27g x 3 1/2" whitacre needle broke. A 4cm fragment remained in situ. An x-ray identified the fragment within the patient's soft tissue. A surgical cut down was performed to remove the fragment. No permanent adverse effects reports.